Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 420 mg/dl, 126 mg/dl, 90 mg/dl and 326 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 10 years and 5 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis caused by calcification and pannus growth. According to the operative report, the valve was inspected and there was fusion of the leaflets with pannus formation and calcification of those leaflets. Therefore, the valve was removed and replaced with another edwards bioprosthetic valve. The patient was transported to the surgical ICU in satisfactory condition. Furthermore, there has not been any allegations of a product malfunction.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.